Event description:
It was reported that the patient had an unrelated surgery and did not place ipg into surgery mode. Ipg became inoperable. Surgical intervention took place where the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. It was reported to abbott, a patient underwent an radio frequency ablation procedure and did not set the proclain ipg into surgery mode. Recovery efforts were unsuccessful. The ipg was deemed inoperable. This ipg was replaced. The eon ipg was electively replaced due to its age. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.